Event description:
It was reported that a patient underwent a gynecological sling procedure on (B)(6) 2010 and suture was used. The middle of the body of the needle broke after it passed one stitch in the muscular coat with continuous suturing. At that time, the broken needle fell down into the abdominal cavity. The fragment was found and removed without any further tissue trauma and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.